Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controler, display adapter, system interface board, image processor, and hard drive were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 2800 workstation locked up during boot up. No pt injury was reported.